Manufacturer narrative:
Dates of event, implant, explant, and therapy: dates estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the limited information available, the investigation was unable to determine a conclusive cause for the reported stretched stent and device damaged by another device. The reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The bmw guide wire referenced is filed under a separate medwatch report numbers.

Event description:
It was reported through a research article, a case of a (B)(6)-year-old patient which had a lesion treated in the right coronary artery (rca) with diffuse disease throughout the proximal to mid-course and an intermediate lesion distally, extending to the posterior left ventricular (plv) and posterior descending artery (pda). A runthrough guide wire was used to cross the lesion and was predilated with a 2×15 mm semi-compliant emerge balloon. A xience xpedition stent 3.25×48 mm was deployed from the proximal course to a healthy segment in mid-course. After post-dilation with a non-compliant balloon, the disease at the distal edge of the stent became prominent, so a second stent was overlapped at the distal rca after securing the plv with a runthrough guidewire and pda with a new balanced middle-weight guide wire. After the procedure, the operator was unable to remove the balanced middle-weight (bmw) guide wire, which was jailed between the proximal and distal stents. All attempted maneuvers with angioplasty balloons or microcatheter were unsuccessful in retrieving the wire. A snare was not used during retrieval this time, but a micro-snare was passed down the guidewire into the coronary artery to the location where the wire was trapped and this greatly enhanced the traction force applied on the wire at the point of jailing. Another advantage of this approach is that if the wire does fracture, it will be distal to the point of snaring, entirely within the coronary artery, and can be stented against the wall, avoiding the need for bypass surgery. While pulling the wire, the jr catheter tip hit the stent proximally and disrupted its profile, producing a longitudinal deformation. The operator tried to yank the wire, but it pulled the heart along with itself. Serial small balloon inflations were performed to correct the longitudinal stent deformation, but it failed to align the struts with the vessel lumen. Although the patient was pain-free and hemodynamically stable, the heart team decided to move the patient for an emergent coronary artery bypass operation. The patient was transferred to the operating room after preparation for coronary artery bypass graft surgery (CABG). After median sternotomy, cardiopulmonary bypass was initiated and saphenous vein grafts (svg) were harvested. After exposing the coronaries, the stents along with the guidewire were removed by arteriotomy of the rca. Then, an aorto-rca and aorto-om artery to the svg bypass were performed. No postoperative complications were observed, and the patient was discharged after 4 days. Details are listed in the attached article, titled it¿s a trap: a case of strangulated coronary guidewire and longitudinal stent deformation in the right coronary artery. No additional information was provided.